Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified as a temp cable failure. Probe connected to monitor was registering. Advised it sounds like the temperature in cables need to be replaced. They can contact biomed to have them replace the cables, and they could also run a temperature simulation to make sure cables are registering appropriately. Nurse was going to follow up with biomed. Encouraged to have staff call in at the time of the issue when patient in on the device so that they could trouble shoot. They confirmed they called biomed instead but was sending out an email to remind staff to use clinical helpline. Per follow up information received via task on (B)(6) 2025, transferred to charge nurse who stated the biomed had come to the unit to assess the devices and found the cables to be at fault. Based on the biomed's report, the ends of the cables appeared to be smashed like too much force was applied to them when plugging into the device. The cables were disposed of and replaced. The devices seemed to read correctly with the new cables, so the devices remained in service. They were unable to confirm any patient details from the original events when the cables malfunctioned as was not attending at those times. The serial number for this investigation was unknown. The latest labeling revision was reviewed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: b, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the using devices over the weekend and got error 14 (patient temperature 1 probe out of range) in an arctic sun device patient temperature (pt) 1 probe out of range on both devices. Calling to trouble shoot. No patient currently on devices. Connected over the weekend to sn: (B)(6) and therapy ran for about 10 minutes before alarming 14 patient temperature (pt) 1 probe out of range. Temperature probe was registering on bedside monitor. Tried connecting to sn: (B)(6) and received same alarm, but again probe connected to monitor was registering. Advised it sounds like the temperature in cables need to be replaced. They can contact biomed to have them replace the cables, and they could also run a temperature simulation to make sure cables are registering appropriately. Nurse was going to follow up with biomed. Encouraged to have staff call in at the time of the issue when patient in on the device so that they could trouble shoot. They confirmed they called biomed instead but was sending out an email to remind staff to use clinical helpline. Per follow up information received via task on (B)(6) 2025, transferred to charge nurse who stated the biomed had come to the unit to assess the devices and found the cables to be at fault. Based on the biomed's report, the ends of the cables appeared to be smashed like too much force was applied to them when plugging into the device. The cables were disposed of and replaced. The devices seemed to read correctly with the new cables, so the devices remained in service. They were unable to confirm any patient details from the original events when the cables malfunctioned as was not attending at those times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the using devices over the weekend and got error 14 (patient temperature 1 probe out of range) in an arctic sun device patient temperature (pt) 1 probe out of range on both devices. Calling to troubleshoot. No patient currently on devices. Connected over the weekend to sn: (B)(6) and therapy ran for about 10 minutes before alarming 14 patient temperature (pt) 1 probe out of range. Temperature probe was registering on bedside monitor. Tried connecting to sn: (B)(6) and received same alarm, but again probe connected to monitor was registering. Advised it sounds like the temperature in cables need to be replaced. They can contact biomed to have them replace the cables, and they could also run a temperature simulation to make sure cables are registering appropriately. Nurse was going to follow up with biomed. Encouraged to have staff call in at the time of the issue when patient in on the device so that they could trouble shoot. They confirmed they called biomed instead but was sending out an email to remind staff to use clinical helpline.